Manufacturer narrative:
H10: evaluation summary: the coil implant was not returned. The microcatheter used in the procedure was not evaluated as a part of this evaluation; therefore, the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil delivery system found the implant to be separated from the pusher. The pusher and introducer were returned intact with no notable damage. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the monofilament broken at the attachment bond, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant and monofilament to separate from the pusher during extraction.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during embolization of an aneurysm of the anterior communicating artery, an embolization coil implant encountered friction in the microcatheter. The coil detached within the catheter upon attempted removal and the physician removed the detached portion through the hub. There was no reported injury or intervention.